Manufacturer narrative:
Device was not returned therefore an analysis was not able to be performed. Should additional information be obtained pertinent to this event, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Reference#: (B)(4). Device was received for evaluation. The visual inspection found no notable conditions. The reported condition was not confirmed. The investigation found no fault. The investigation found the device to function normally and within specifications. The investigation could not determine the root cause of the event. No failure mode was identified.

Event description:
A patient underwent radiofrequency ablation using the halo 90 ultra catheter to treat barrett¿s esophagus. It was reported by the account that the patient developed a stricture which was treated with dilation. The stricture was treated a second time with dilation and a stent. No further information was provided.